Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. Since the lot number is unknown, no batch review will be performed a follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a check patient line alarm was not confirmed. Patient stated that there is an air in the patient line, the cause of the air is unknown therefore air in patient line was not confirmed. A sample evaluation was not performed due to unavailable sample. The root cause for check patient line alarm, kinked patient line. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center to report a check patient line which occurred on home choice (hc) during use during initial drain. The baxter technical representative (tsr) had the home patient (hp) close and open the transfer set , move the patient line clamp up or down, pull up on all the tubings and inspect the patient line for kinks and occlusions. The hp stated that there was air in patient line. The tsr had the hp end therapy and start over with new supplies. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report. (B)(4) contacted the home patient (hp) on (B)(6) 2011 regarding the check patient line alarm. The home patient (hp) stated that the issue was resolved, however, the cause of the alarm was reportedly due to a pinch next to the tack weld where it comes out of the hc . The hp said that they pulled on the line to remove the pinch and she was able to continue therapy using the same supplies. The hp verified that there were no loose connections, or disconnections. Per hp, she did not receive any injury or medical intervention as a result of this incident, the nurse was with her at the time of the event. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No further information was provided.